Manufacturer narrative:
Continuation of d10: product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: neu_ins_stimulator, lot#serial#: unknown, product typ: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: neu_ins_stimulator, lot#serial#: unknown, product type: implantable neurostimulator, product ID: 977119, lot#serial#: unknown, product type: implantable neurostimulator, product ID: neu_ins_stimulator, lot#serial#: unknown, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: neu_ins_stimulator, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot #: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown, product ID: neu_ins_stimulator, serial/lot#: unknown, product ID: 977119, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Data was collected via a double-blind patient study. The reported events are as follows: 1. The patient was a 45¿54-year-old male. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided standing up because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided sitting because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming two times since activation. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they turned their therapy down when their stimulator shocked or jolted them. 2. The patient was a 45¿54 year old female. The patient avoided activities other than sleeping that involved laying down because the spinal cord stimulator was not strong enough to control the pain. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided standing up because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because the spinal cord stimulator was not strong enough to control the pain. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient completely disagreed with the statement that when pain increased, the stimulator could be adjusted with the remote and relieve pain. The patient did not select the option ¿my pain is never enough to bother me.¿ 3. The patient was a 55¿64 year old male. The patient reported going to the clinic for reprogramming four times since activation. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 4. The patient was a 45¿54 year old female. The patient was somewhat dissatisfied with the size of the spinal cord stimulator (comfort under the skin). The patient avoided activities other than sleeping that involved laying down because the spinal cord stimulator was not strong enough to control the pain. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided standing up because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming six times since activation. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient completely disagreed with the statement that when pain increased, the stimulator could be adjusted with the remote and relieve pain. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 5. The patient was a 75¿84 year old male. The patient avoided laughing because it could result in shocks or jolts from the spinal cord stimulator. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided standing up because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming four times since activation. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient completely agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they turned their therapy down when their stimulator shocked or jolted them. 6. The patient was a 65¿74 year old female. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided standing up because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming three times since activation. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient completely agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient selected the option ¿when the stimulator causes pain or discomfort¿ for when the stimulator is turned all the way off. The patient reported that they turned their therapy down when their stimulator shocked or jolted them. 7. The patient was a 35¿44 year old female. The patient avoided activities other than sleeping that involved laying down because it could result in shocks or jolts from the spinal cord stimulator. The patient completely agreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 8. The patient was a 35¿44 year old female. The patient avoided activities other than sleeping that involved laying down because it could result in shocks or jolts from the spinal cord stimulator. The patient reported going to the clinic for reprogramming one time since activation. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient completely agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they turned their therapy down when their stimulator shocked or jolted them. 9. The patient was a 55¿64 year old male. The patient somewhat agreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they turned their therapy down when their stimulator shocked or jolted them. 10. The patient was a 65¿74 year old female. The patient reported going to the clinic for reprogramming one time since activation. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient completely agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 11. The patient was a 65¿74 year old male. The patient reported going to the clinic for reprogramming one time since activation. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 12. The patient was a 65¿74 year old female. The patient was very dissatisfied with overall therapy. The patient was very dissatisfied with the pain control the spinal cord stimulator provided. The patient was very dissatisfied with the consistency of pain control throughout the day. The patient was very dissatisfied with the consistency of pain control over months or years. The patient reported going to the clinic for reprogramming four times since activation. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat disagreed with the statement that when pain increased, the stimulator could be adjusted with the remote and relieve pain. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 13. The patient was a 75¿84 year old female. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because it could result in shocks or jolts from the spinal cord stimulator. The patient reported going to the clinic for reprogramming one time since activation. The patient somewhat agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 14. The patient was a 45¿54 year old male. The patient reported going to the clinic for reprogramming two times since activation. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient did not select the option ¿my pain is never enough to bother me.¿ 15. The patient was a 55¿64 year old female. The patient was somewhat dissatisfied with overall therapy. The patient was somewhat dissatisfied with the pain control the spinal cord stimulator provided. The patient was somewhat dissatisfied with the consistency of pain control throughout the day. The patient was somewhat dissatisfied with the consistency of pain control over months or years. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming one time since activation. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient completely disagreed with the statement that when pain increased, the stimulator could be adjusted with the remote and relieve pain. The patient did not select the option ¿my pain is never enough to bother me.¿ 16. The patient was a 45¿54 year old female. The patient reported that their experience with the current stimulator was slightly worse compared to a previous one. The patient was very dissatisfied with overall therapy. The patient avoided house chores because it could result in shocks or jolts from the spinal cord stimulator. The patient avoided exercising because it could result in shocks or jolts from the spinal cord stimulator. The patient completely disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 17. The patient was a 65¿74 year old male. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming two times since activation. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient somewhat agreed with that their stimulator could be too strong for some activities or body positions. The patient did not select the option ¿my pain is never enough to bother me.¿ 18. The patient was a 65¿74 year old female. The patient reported going to the clinic for reprogramming three times since activation. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 19. The patient was a 55¿64 year old female. The patient avoided activities other than sleeping that involved laying down because it could result in shocks or jolts from the spinal cord stimulator. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient avoided house chores because the spinal cord stimulator was not strong enough to control the pain. The patient avoided exercising because the spinal cord stimulator was not strong enough to control the pain. The patient somewhat disagreed with the statement that pain relief was consistently controlled regardless of activity or body position. The patient completely agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 20. The patient was a 45¿54-year-old female. The patient reported going to the clinic for reprogramming two times since activation. The patient somewhat agreed with the statement that the spinal cord stimulator could be too strong for some activities or body positions. The patient completely agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ 21. The patient was a 45¿54-year-old female. The patient avoided walking because the spinal cord stimulator was not strong enough to control the pain. The patient reported going to the clinic for reprogramming two times since activation. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 22. The patient was a 75¿84-year-old male. The patient was very dissatisfied with the size of the spinal cord stimulator (comfort under the skin). The patient reported going to the clinic for reprogramming four times since activation. The patient did not select the option ¿I never have unwanted tingling, jolting, and shocking.¿ the patient did not select the option ¿my pain is never enough to bother me.¿ the patient reported that they did not turn their therapy down when their stimulator shocked or jolted them. 23. The patient was a 55¿64-year-old female. The patient somewhat agreed with the statement that the spinal cord stimulator could be too weak for some activities or body positions and that pain increased. The patient did not select the option ¿my pain is never enough to bother me.¿ the patient selected the option ¿when the stimulator causes pain or discomfort¿ for when the stimulator is turned all the way off. Further follow-up communication is not possible since no patient or healthcare provider information was gathered due to study restrictions.